Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected to be used. During procedure it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However, liquid was observed to be leaking from two balloon pinhole leaks. The two pinholes in the balloon were located at 1mm and 4mm proximal to the proximal edge of the distal markerband. A visual and tactile examination found that the hypotube was kinked at 8.3cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected to be used. During procedure it was noted that the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.